Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, based on the results of the investigation it¿s probable the distorted image was caused by a cord failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned but to date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source connection image was all distorted. The customer informed olympus that they think something was shorting out, when the cord was touched the image would get wonky and discolored as well as when it was not being touched, once it was switched out with a new one the issue stopped. The issue was found during an unknown procedure. There were no reports of patient harm.